Event description:
It was reported that air leakage of the cuff was found before use. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation summary: 1 used unit was received for evaluation. Under visual inspection the sample appeared to be in good condition. During manufacturing process, the devices are 100% inflation tested, which includes inflating each device cuff and leaving for a 12-hour period. Reductions in pressure over this time are considered a failure and the device would be rejected. The inflation test was repeated on the received sample. It was found that it is not even possible to inflate cuff as it leaks so badly. There is a hole in the cuff, confirming the customer's indicated failure. The root cause for the leakage was the hole in the cuff. No trend of confirmed complaints in relation with this issue was identified, cuff tear prior to use is reported rarely. No trend of similar customer complaints was identified. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.